Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a percutaneous drill bit broke during surgery. The surgeon was performing an open reduction internal fixation of a pelvis and while drilling for a 3.5mm cortical screw through the plate, the tip of the drill bit broke off into the patient. The surgeon attempted to retrieve the tip of the drill bit but decided to leave the drill bit tip in the patient. There was a five minute delay in surgery. The surgeon used another drill bit to complete surgery. There was no adverse event for the patient. The surgery was completed successfully. This is report 1 of 1 for (B)(4).